Event description:
Philips received a complaint by the customer on the v60 indicating that the staff is hearing an o2 leak. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer stated the tanks are turned off, and no piped in o2 is connected, she is hearing flowing o2. The rse instructed the customer to disconnect the o2 hoses from the e cylinder tanks, and the problem went away. The customer verified that one of the e cylinder tanks was not fully off. There is no issue with the v60. Disconnecting the o2 tank solved the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.